Event description:
It was reported that during a rotator cuff repair procedure using a speedstitch suturing device, the jaw of the device would not close and the needle would not deploy. The surgeon opted to complete the procedure with a competitor's device. There was no significant delay or patient complications reported as a result of this event.